Event description:
It was reported that; while I was putting sets back together to go back up for a case, I noticed that the trial handle was missing its tip and there was also a solid trial with a tip broken off in it.

Event description:
It was reported that; while I was putting sets back together to go back up for a case, I noticed that the trial handle was missing its tip and there was also a solid trial with a tip broken off in it.